Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and pump error 39 alarm found on 17-jul-2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. The pump was monitored for several hours and no blank display noted. No unexpected pump error 39 alarm noted during the testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:29:23.000 and (B)(6) 2022 12:53:25.000. (B)(6) 2022 13:01:44.000. (B)(6) 2022 17:05:17.000 to (B)(6) 2022 17:18:18.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:55:27.000. (B)(6) 2022 13:01:57.000. (B)(6) 2022 17:05:31.000 and (B)(6) 2022 17:08:01.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:55:42.000 and (B)(6) 2022 12:55:50.000. (B)(6) 2022 13:02:10.000 and (B)(6) 2022 13:02:18.000. (B)(6) 2022 17:05:44.000 to (B)(6) 2022 17:08:19.000. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed on (B)(6) 2022 12:29:23.000, (B)(6) 2022 12:53:25.000, (B)(6) 2022 13:01:44.000, (B)(6) 2022 17:05:17.000 to (B)(6) 2022 17:18:18.000. Pump error 39 alarm was recorded and found in the formatted history file for the event date. (B)(6) 2022 11:56:48.000 to (B)(6) 2022 11:58:58.000. (B)(6) 2022 12:00:06.000 to(B)(6) 2022 12:59:55.000. Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:01:48.000. No pump error 37, 38, 41, 42, 43, 79, 80 and 82 alarm recorded in the formatted history file for the event date. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 39 alarm and pump error 130 alarm were confirmed due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Pump error 39 alarm and pump error 130 alarm were confirmed due to corrosion on the pcba 1, pcba 2 and motor assembly noted. During visual inspection, corrosion was also found on the force sensor. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received pump alarm 39 and blank display . No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no damage on battery cap and spring, but the issues were unresolved. Customer will discontinue to use the device. The insulin pump will be returned for analysis.